Manufacturer narrative:
Device evaluation: the intraocular lens was not returned to the manufacturer as to date it remains implanted. A photo of the implant was provided, and it was evaluated. It was observed that lens implanted in patient's eye. One of the lens haptics was observed folded, distorted and touched the lens edge and part of the optic. The other lens haptic was observed at folded position. However, there is no evidence to suggest that the complaint unit has been affected by the manufacturing process, as the pcb00 unit was not returned for investigation. Furthermore, the preparation of the preloaded delivery system by customer using viscoelastic could not be verified. The reported unit was handled and the iol was implanted in patient's eye. The reported issue could not be confirmed through the picture provided. No product deficiency could be identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaint has been received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If explanted, give date: not applicable as to date the lens remains implanted and therefore not explanted. (B)(6). The lens is not returning for evaluation as to date it remains implanted; therefore a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the insertion into the eye of the intraocular lens (model pcb00 +19.0 diopter) the trailing haptic was stuck behind the optic. After 1 minute, the haptic found its way off the optic. No wound enlargement and no patient injury was reported. No further information was provided.